Event description:
It was reported that this electrode exhibited noise during several atrial fibrillation (af) episodes. Shock impedance measurements were noted to remain unchanged, however, a flat signal was observed on the s-ECG in alternate sensing vector. The secondary and primary sensing vectors were noted to have a similar appearance. The sensing vector was reprogrammed to primary. An electrode fracture was suspected, however, was difficult to identify on x-ray. Electrode replacement was recommended. The physician plans to discuss a revision procedure with the patient. The physician will work with the patient to determine scheduling a revision procedure. To date, no procedure has been scheduled. No adverse patient effects were reported. This device remains in service. It was reported that this electrode exhibited high out of range shock impedance measurements that resulted in an alert in the remote home monitoring system. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this electrode exhibited noise during several atrial fibrillation (af) episodes. Shock impedance measurements were noted to remain unchanged, however, a flat signal was observed on the s-ECG in alternate sensing vector. The secondary and primary sensing vectors were noted to have a similar appearance. The sensing vector was reprogrammed to primary. An electrode fracture was suspected, however, was difficult to identify on x-ray. Electrode replacement was recommended. The physician plans to discuss a revision procedure with the patient. The physician will work with the patient to determine scheduling a revision procedure. To date, no procedure has been scheduled. No adverse patient effects were reported. This device remains in service. It was reported that this electrode exhibited high out of range shock impedance measurements that resulted in an alert in the remote home monitoring system. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the physician indicated the fracture was near the proximal electrode. An electrode revision procedure was scheduled for a future date. It was reported that surgical intervention was undertaken. Review of computed tomography (CT) prior to starting the procedure noted the electrode was fractured and separated in two pieces. The electrode was explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report is being filed to correct field d6b:explant date.

Event description:
It was reported that this electrode exhibited noise during several atrial fibrillation (af) episodes. Shock impedance measurements were noted to remain unchanged, however, a flat signal was observed on the s-ECG in alternate sensing vector. The secondary and primary sensing vectors were noted to have a similar appearance. The sensing vector was reprogrammed to primary. An electrode fracture was suspected, however, was difficult to identify on x-ray. Electrode replacement was recommended. The physician plans to discuss a revision procedure with the patient. The physician will work with the patient to determine scheduling a revision procedure. To date, no procedure has been scheduled. No adverse patient effects were reported. This device remains in service. It was reported that this electrode exhibited high out of range shock impedance measurements that resulted in an alert in the remote home monitoring system. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the physician indicated the fracture was near the proximal electrode. An electrode revision procedure was scheduled for a future date. It was reported that surgical intervention was undertaken. Review of computed tomography (CT) prior to starting the procedure noted the electrode was fractured and separated in two pieces. The electrode was explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this electrode exhibited noise during several atrial fibrillation (af) episodes. Shock impedance measurements were noted to remain unchanged, however, a flat signal was observed on the s-ECG in alternate sensing vector. The secondary and primary sensing vectors were noted to have a similar appearance. The sensing vector was reprogrammed to primary. An electrode fracture was suspected, however, was difficult to identify on x-ray. Electrode replacement was recommended. The physician plans to discuss a revision procedure with the patient. The physician will work with the patient to determine scheduling a revision procedure. To date, no procedure has been scheduled. No adverse patient effects were reported. This device remains in service. It was reported that this electrode exhibited high out of range shock impedance measurements that resulted in an alert in the remote home monitoring system. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the physician indicated the fracture was near the proximal electrode. An electrode revision procedure was scheduled for a future date. It was reported that surgical intervention was undertaken. Review of computed tomography (CT) prior to starting the procedure noted the electrode was fractured and separated in two pieces. The electrode was explanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
This report is being filed to correct the explant date. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. Resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 32.5 centimeters (cm) from the terminal pin, in the area adjacent distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this electrode exhibited noise during several atrial fibrillation (af) episodes. Shock impedance measurements were noted to remain unchanged, however, a flat signal was observed on the s-ECG in alternate sensing vector. The secondary and primary sensing vectors were noted to have a similar appearance. The sensing vector was reprogrammed to primary. An electrode fracture was suspected, however, was difficult to identify on x-ray. Electrode replacement was recommended. The physician plans to discuss a revision procedure with the patient. The physician will work with the patient to determine scheduling a revision procedure. To date, no procedure has been scheduled. No adverse patient effects were reported. This device remains in service. It was reported that this electrode exhibited high out of range shock impedance measurements that resulted in an alert in the remote home monitoring system. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. It was reported that the physician indicated the fracture was near the proximal electrode. An electrode revision procedure was scheduled for a future date.

Event description:
It was reported that this electrode exhibited noise during several atrial fibrillation (af) episodes. Shock impedance measurements were noted to remain unchanged, however, a flat signal was observed on the s-ECG in alternate sensing vector. The secondary and primary sensing vectors were noted to have a similar appearance. The sensing vector was reprogrammed to primary. An electrode fracture was suspected, however, was difficult to identify on x-ray. Electrode replacement was recommended. The physician plans to discuss a revision procedure with the patient. The physician will work with the patient to determine scheduling a revision procedure. To date, no procedure has been scheduled. No adverse patient effects were reported. This device remains in service.